Event description:
(B)(4). Chronic pelvic pain. Heavy bleeding. Irregular periods. Body ache. Head ache. Floater left eye. Lower back pain. Bloating... Vitamin deficiency b12 and d. Frequent lose bowel movements. Put in (B)(6) 2012 had hsg (B)(6) 2013 my regular ob put device in.